Event description:
During procedure, poor electrical measurements were noted during placement of the lead. While repositioning the lead, the helix was unable to extend or retract. The lead was explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported events of inability of the helix to extend and poor electrical measurements were confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing revealed no indication of conductor fractures. Internal shorts were noted due to the overtorqued inner coil at the connector region, consistent with procedural damage. The helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torqued to the inner coil. The cause of the reported events was isolated to the inner coil being overtorqued and helix clogged with blood/tissue.